Manufacturer narrative:
The insulin pump was received with unresponsive act and esc buttons due to flattened dome. The device had minor scratches on lcd window.

Event description:
It was reported the customer had a keypad anomaly. Customer stated there was black circle on their insulin pump's screen. The customer also stated their act and esc button was unresponsive to clear an alarm they had received. Customer's blood glucose was 124 mg/dl. The customer also stated they would leave their insulin pump in the restroom while they showed. Customer was advised to remove the battery from their insulin pump to prevent the insulin pump from alarming. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.